Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site and high impedances were noted on the l1 lead. As such, surgical intervention took place on (B)(6) 2026 wherein the ipg pocket was revised to address the issue. The l1 lead was explanted and replaced. Two new leads were added. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained that the ipg was repositioned in the pocket. Pain resolved.